Event description:
It was reported that during surgery it was noticed that instrument cracked and broke off. No harm to patient or staff. No procedural delays. Nothing fell into patient. Smith & nephew back up available.

Manufacturer narrative:
The associated complaint device was returned. A visual inspection was conducted and confirms one of the sizing guides is broken off. The broken piece was returned with the device. This device was manufactured in 2014. The device shows significant signs of wear/usage. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.